Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the symptomatic patient presented in the clinic for a routine follow-up while experiencing dizziness. Upon review, the device was found to be in backup vvi. A download was not performed due to a low battery status on the device. Device replacement was scheduled. The device was explanted and replaced on (B)(6) 2019. The patient was stable before, during, and after the procedure.